Event description:
Attorney alleges that the patient underwent surgery for the implant of unspecified bard/davol ventralex st, ventrio and ventralight st mesh on (B)(6) 2015 and/or (B)(6) 2016 and/or (B)(6) 2020. As reported, the patient is making a claim for an adverse patient outcome against all devices. It is alleged that the patient sustained unspecified injuries on (B)(6) 2016 and (B)(6) 2020. Attorney alleges general allegations for "past, present, and future damages, including but not limited to, mental and physical pain and suffering for severe and permanent personal injuries sustained by the patient." It is also alleged that the patient experienced emotional distress and the device was defective. Addendum per additional information provided: (B)(6) 2015 ¿ patient was diagnosed with incisional hernia thereby underwent open repair with the implant of ventrio mesh (device #1). Per operative notes, ¿a ventrio mesh (device #1) was placed into defect and sutured.¿ (B)(6) 2016 ¿ patient was diagnosed with recurrent incisional hernia thereby underwent open repair with the implant of ventralex st (device #2). Per operative notes, ¿adhesions were divided. The ventralex st mesh (device #2) was placed beneath the defect as an intraperitoneal underlay and secured using sutures.¿ (B)(6) 2020 ¿ patient had chronic pain and diagnosed recurrent incisional hernia thereby underwent robotic assisted repair with the removal of meshes (device #1, #2) and implant of ventralight st mesh (device #3). Per operative notes, ¿adhesions on hernia was lysed. The previously placed mesh (device #1) was encountered with adhesions were freed up and another mesh (device #2) in preperitoneal space was well incorporated. The mesh (device #1, #2) was excised and removed in its entirety. A bard ventralight st mesh (device #3) was placed to cover the defect and reinforced using sutures.¿ (B)(6) 2020 ¿ patient had abdominal pain thereby medication were provided.

Manufacturer narrative:
No conclusions can be made. The patient's attorney alleges "past, present, and future damages, including but not limited to, mental and physical pain and suffering for severe and permanent personal injuries sustained by the patient"; however, no details have been provided. No lot number has been provided; therefore, a review of the manufacturing records is not possible. This emdr represents the bard/davol ventrio mesh (device #2). Additional emdrs were submitted to represent the bard/davol ventralex st (device #1) and bard/davol ventralight st mesh (device #3). Should additional information be provided, a supplemental emdr will be submitted. Addendum: this supplemental emdr is submitted to document additional information provided. Root cause is inconclusive, no conclusion can be made as to the extent to which the implant may have caused or contributed to the patient's postoperative course. Note, the manufacturing date (15-aug-2014) is considered to be a best estimate. This supplemental emdr represents the bard/davol - ventrio mesh (device #1). Additional supplemental emdr's were submitted to represent the bard/davol - ventralex st mesh (device #2), ventralight st (device #3). Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
No conclusions can be made. The patient's attorney alleges "past, present, and future damages, including but not limited to, mental and physical pain and suffering for severe and permanent personal injuries sustained by the patient"; however, no details have been provided. No lot number has been provided; therefore, a review of the manufacturing records is not possible. This emdr represents the bard/davol ventrio mesh (device #2). Additional emdrs were submitted to represent the bard/davol ventralex st (device #1) and bard/davol ventralight st mesh (device #3). Should additional information be provided, a supplemental emdr will be submitted.

Event description:
Attorney alleges that the patient underwent surgery for the implant of unspecified bard/davol ventralex st, ventrio and ventralight st mesh on (B)(6) 2015 and/or (B)(6) 2016 and/or (B)(6) 2020. As reported, the patient is making a claim for an adverse patient outcome against all devices. It is alleged that the patient sustained unspecified injuries on (B)(6) 2016 and (B)(6) 2020. Attorney alleges general allegations for "past, present, and future damages, including but not limited to, mental and physical pain and suffering for severe and permanent personal injuries sustained by the patient." It is also alleged that the patient experienced emotional distress and the device was defective.